Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic with a pocket infection post-upgrade to an implantable cardioverter defibrillator (ICD). The physician elected to explant the ICD and the upgraded right ventricular lead. The patient was in stable condition.